Event description:
The customer reported the system shut down uncommanded. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and no conclusion can be drawn as repair info is unavailable.